Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter leaked during the pretest and the balloon did not inflate.

Event description:
It was reported that the foley catheter leaked during the pretest and the balloon did not inflate.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure was considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. Visual inspection of the sample noted 1 three-way temp sensing foley catheter attempt to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed a lumen to lumen leak in the drainage funnel. This was considered a failure "leaks between lumens (inflation lumen, irrigation lumen and temperature sensor lumen) are not allowed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.